Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, date of birth, and weight not available for reporting. It is unknown when non-union began. This report is for an unknown plate. Part and lot numbers are unknown; UDI number is unknown. The 510k is not available. Implant and explant dates are unknown. The device is not expected to return for investigation. No reporter address or phone number was available for reporting. Additional report source is for legal documents. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on or around (B)(6) 2016 a revision surgery was performed of left supracondylar humerus fracture due to non union . Depuy synthes hardware was explanted and bone graft was implanted. Surgeon also performed neurolysis of the left ulnar nerve. It is unknown if there was surgical delay or patient harm. Patient status is unknown. This is report 1 of 2 for (B)(4). This report is for an unknown plate, unknown quantity.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: a2: patient date of birth. B5: event description updated. D1: brand name. D4: catalog, UDI. D6, d7: date of implant/explant. G2: physical manufacture site. E1: initial reporter address and telephone not available for reporting. H11 corrected data: d2: product code, common device name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient previously sustained an injury to his left arm and underwent a fixation of the supracondylar humerus fracture on an unspecified date. The patient reports subsequent loosening of this hardware. Patient is now several years out from this procedure and has pain and dysfunction with difficulty lifting on that side. X-rays revealed evidence of a non-union with gross motion to the fracture site, surgical intervention for the correction of the non-union was performed on (B)(6) 2015. Patient was returned to surgery on (B)(6) 2016 for repair of a nonunion left supracondylar humeral fracture was performed using products manufactured by depuy and medtronic. It is unknown if the devices used in original procedure were synthes or non synthes devices. During this procedure, the failed hardware was removed which included a plate that was found to be broken, along with an unspecified amount of broken and failed screws. Patient was again returned to surgery on (B)(6) 2016 where surgeon performed a correction of a non-union of left supracondylar humerus fracture. Depuy synthes hardware was explanted and bone graft was implanted. Surgeon also performed neurolysis of the left ulnar nerve. The revision procedure on (B)(6) 2015 is addressed in (B)(4). The revision procedure on (B)(6) 2016 is addressed in (B)(4). This report captures the revision on (B)(6) 2016. This report is for one (1) 3.5mm lcp posterolateral distal humerus plate. This is report 1 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.